Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Device codes: (B)(4) applies to neu_unknown_lead. Patient codes: (B)(4) applies to neu_unknown_lead, eval code-(B)(4) apply to neu_unknown_lead.

Event description:
Patient mentioned that their tailbone feeling like it was bruised/sore and they thought that they pulled their lead during their sleep. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.